Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed, as it was reported, there was chip in the glue on the up, right, and left side of the distal end of the bending section. From the past evaluation, the glue could be chipped because of the strong physical stress such when the device was removed from the trocar with the scope angulated. The manufacturing record of the subject device was reviewed, and no irregularity was found.

Event description:
During a hernia repairing laparoscopy procedure, the user facility found a black chip inside the abdominal cavity of the patient. When checking the distal end of the device, there was missing part about 1 to 2 mm in size in the glued, fixing part of the covering of bending section, so the user facility determined that the device got damage and the chip fell off. Later on, the user facility attempted to remove the chip with grasping forceps, but the chip could not be removed because it was small and in the place where hard to be removed. After completing the hernia repair, the facility carried out the cleaning of the abdominal cavity of the patient, and finished the procedure.